Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states "early or late postoperative infection and/or allergic reaction."

Event description:
It was reported that the patient underwent a revision procedure approximately four months post-implantation due to infection.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.